Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, (1) the phenomenon was not reproduced, and the root cause could not be identified. Phenomenon (2): the engineer confirmed that there was a trace of water in the gap between the screens and that the housing under the screen had a trace of water intrusion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device was kept running for few days, and the screen black out reported by user was not reproduced. Additionally, the investigation revealed that there were traces of immersion in the screen gap, and in the housing below the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The field service engineer (fse) on behalf of the customer reported to olympus that the touch screen of the visera elite ii video system center blacked out occasionally. The subject device used with wa53005a. There were no reports of patient harm or impact associated with the event.